Event description:
Reportedly, when interrogating platinium or alizea the screen on the smarttouch table display is small in the top left corner.

Manufacturer narrative:
No data, no files sent. The re-installation of the smartview software 3.12 solved the issue and the sales representative asked to close the complaint. He will open a new one if the issue appears again.

Event description:
Reportedly, when interrogating platinium or alizea the screen on the smarttouch table display is small in the top left corner.